Event description:
The sales rep later provided the facility name and confirmed the was no patient involvement or any additional information available.

Manufacturer narrative:
E1: address: (B)(6). This report is being supplemented to provide additional information based on feedback from the sales representative the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. However, it is estimated that e15 error was caused by unsupported scope connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The sales representative (sales rep) was informed by olympus technical assistance center (tac) the processor does sees the connection of the scope but due to unknown reasons, the identity of the scope is unknown and therefore, this video processor is unable to support the functionality of this one scope. The sales rep stated she was not in front of the device and was provided the information for the customer to call technical support to further troubleshoot. The sales rep later provided the reported issue was not with the processor. It was the customers video screen that is non-olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The sales representative reported on behalf of the customer to olympus that the visera elite video system center displayed an e315 code for an unspecified event. There was no harm or user injury reported due to the event. Attempts to retrieve additional information from the customer are in progress.